Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2020-00527. It was reported that the patient¿s c2-c3 lead had migrated. As a result, surgical intervention took place on (B)(6) 2019 wherein the patient had the migrated lead cut and kept the lead tail inserted into the port of the existing ipg. Therapy has been restored post-op. It is unknown which lead was cut, therefore both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.